Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-nov-2019. The most recent information was received on 15-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ('various severe pains') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain outcome was unknown. The reporter provided no causality assessment for pain with essure. Amendment: the report was amended for the following reason: seriousness criteria ticked. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.